Manufacturer narrative:
Event related to regulatory report #: 2029214-2020-00976. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the patient underwent a mechanical thrombectomy procedure with the solitaire. Distal embolization within the same vascular territory was noted during the procedure, and palliative therapy was used as additional medical intervention in an attempt to prevent permanent injury or impairment. The 24 hour post-procedure imaging showed hematoma within the ischemic field with space-occupying effect involving >30% of the infarcted area. The patient died on (B)(6) 2020 due to midbrain compression of intracranial hemorrhage with midline-shift and herniation. The event was assessed by the investigator and sponsor, and it was determined the event was probable in relatedness to the study procedure and solitaire device. There was no device malfunction alleged with the event. Additional information was received reporting that there was no malfunctions of the solitaire device during the thrombectomy procedure. Imaging was requested but unavailable. Additional information received indicated the cause of death was undetermined. There was no imaging or autopsy report available. Additional information received reported that the patient experienced a new distal cerebral artery embolism during the procedure. No additional treatment was performed, and this had not recovered or resolved. This was not the result of a device deficiency, and was not a recurrent or new stroke. The patient was undergoing treatment for a clot located in the m1 segment of the left middle cerebral artery. The patient's pre-procedure mtici score was 0, and post-procedure it was 2c. The patient's nihss score was 17. This event was assessed as possibly related to the disease under study, an underlying condition, and the device. It was not related to the procedure. Additional information received reported hemorrhagic transformation stroke and cerebral artery embolism in downstream territory events were adjudicated as causally related to study procedure, possible to solitaire and other ancillary device phenom 21.